Event description:
A customer reported experiencing a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump but was unable to successfully reload the cartridge. Technical support provided assistance, which included referring the issue for escalated troubleshooting. It was found that the cartridge change error persisted, and the pump was ultimately replaced. The customer was advised on returning the problematic pump and received a replacement pump, satisfying the customer.